Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure for an unknown reason. The explanted device will not be returned. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted device will not be returned. No further information could be obtained despite good faith efforts. Additional information was received that the ipg was explanted as it was no longer functioning as intended.